Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure on 02sep2022, a perforation was identified in the common carotid artery (cca) at the end of the enroute neuroprotection system (nps) sheath while using the 0.014" enroute interventional wire. The cca was repaired with a suture. The procedure was completed, and no further complications were reported.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure on (B)(6) 2022, a perforation was identified in the common carotid artery (cca) at the end of the enroute neuroprotection system (nps) sheath while using the 0.014" enroute interventional wire. The cca was repaired with a suture. The procedure was completed, and no further complications were reported.